Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID bi71000531, ubd:unknown, UDI:unknown. Product ID: bi71000615, ubd:unknown, UDI:unknown. H3 <(>&<)>. H6) a manufacturer representative went to the site to test the imaging system. It was reported that the system underwent a comprehensive evaluation, including mechanical inspection, imaging modalities, and visual inspection. The mechanical inspection initially failed due to noise from the fans on the gantry. The representative replaced the gantry fans and the uninterruptible power supply (ups) cartridge on the mobile viewing station (mvs) power supply. After these replacements, the mechanical inspection failure was resolved. Codes b01, c07, d02 apply. A070504 applies to low battery. A0719 applies to it shut down after 5 seconds. A0508 applies to it was very loud and making a strange sound. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a low battery, and after unplugging the mobile viewing station (mvs) from alternating current (ac) power, it shut down after 5 seconds. After booting the image acquisition system (ias), it was very loud and making a strange sound. There was no patient involvement reported.